Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the oxygen sensor failed to calibrate. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.